Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing heating at the ipg site. Stimulation was turned off and the heating did not resolve. As a result the ipg was explanted on (B)(6) 2019.